Event description:
It was reported that the rover was smoking during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention and no adverse consequences associated with this event.

Manufacturer narrative:
The manufacturer field service technician found that the rover would shut down due to overheating because the cooling fans were full of lint. The technician cleaned the fans and returned the unit to service.